Event description:
It was reported that the pt expired. The pt was in hospice care at the time of death; cause of death was unk. The hcp did report that the pt's death was unrelated to the implanted system. The pt's pump contained morphine.